Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with air bubbles in the reservoir and tubing. Customer's blood glucose ranged from 300 mg/dl to 420 mg/dl. When his blood glucose level was high, he treated with the insulin pump. The device was not returned.